Manufacturer narrative:
A boston scientific technical services consultant discussed this pattern has been found to be due to patient being in an electromagnetic interference (emi) field. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for this system due to an out of range shocking impedance measurement. A review of the data from the remote monitoring system noted one out of range measurement. All measurements before and after this one were within normal limits. No adverse patient effects were reported.